Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The root cause is due to calcified plaque. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required. Teleflex will continue to monitor.

Event description:
It was reported that the event involved a patient of (B)(6) in height. While the patient was in the operating room (or) for the medical doctor (md) inserted the intra-aortic balloon (iab) via a sheath into the patient's right femoral artery. On (B)(6) 17 the patient was in the cardiac intensive care unit (cicu), and after receiving 29 hours of intra-aortic balloon pump (iabp) therapy the iab ruptured. The staff was in the process of log rolling the patient when the pump alarmed and they noted blood in the helium tubing. It was noted that the patient had not been restless and the hip was straight. There had not been any other alarms on the pump prior to the incident. The balloon was removed by the cardio thoracic (CT) fellow without difficulty and a second balloon was inserted at the bedside into the opposite (left) femoral artery. There was a reported interruption in iabp therapy for the time needed to remove the first iab, prep and insert the second iab into the patients opposite femoral artery; this procedure was done at the patient's bedside successfully. There were reported patient complications, which are not available. Medical / surgical intervention was not required. X-rays were performed when the second iab was inserted (B)(6) 2017 and the findings are unknown. Pump strips were generated but are not available for review. The patient was successfully weaned off the iab and is currently still in the hospital as of (B)(6) 2017 in the progressive care unit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient of (B)(6) height. While the patient was in the operating room (or) for the medical doctor (md) inserted the intra-aortic balloon (iab) via a sheath into the patient's right femoral artery. On (B)(6) 2017 the patient was in the cardiac intensive care unit (cicu), and after receiving 29 hours of intra-aortic balloon pump (iabp) therapy the iab ruptured. The staff was in the process of log rolling the patient when the pump alarmed and they noted blood in the helium tubing. It was noted that the patient had not been restless and the hip was straight. There had not been any other alarms on the pump prior to the incident. The balloon was removed by the cardio thoracic (CT) fellow without difficulty and a second balloon was inserted at the bedside into the opposite (left) femoral artery. There was a reported interruption in iabp therapy for the time needed to remove the first iab, prep and insert the second iab into the patients opposite femoral artery; this procedure was done at the patient's bedside successfully. There were reported patient complications, which are not available. Medical / surgical intervention was not required. X-rays were performed when the second iab was inserted (B)(6) 2017 and the findings are unknown. Pump strips were generated but are not available for review. The patient was successfully weaned off the iab and is currently still in the hospital as of (B)(6) 2017 in the progressive care unit.